Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold, low pacing impedance and lead helix retraction problem. The ra lead was removed and replaced. The patient was in stable condition.